Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high glucose (gluc) results generated by the unicel dxc 800 pro synchron clinical system. The results were reported out of the lab. The samples were repeated and some of the results were amended. The customer contacted all physicians and nurses. They indicated there was no affect to patients.

Manufacturer narrative:
Glucose qc was erratic prior to the event. A field service engineer (fse) replaced the electrode sensor and corrected the slightly leaking mc manifold. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.